Event description:
It was reported that the programmer software was very slow. During an implant, the touch screen of the programmer took several seconds to respond. Because the software was responding slower than was typical, and defibrillation thresholds were going to be done on the patient, the programmer was changed to avoid potential issues. It was also noted that the printer printed slow. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of slow performance due to a software issue. It was also noted that the power cord insulation was pulling away from the power cord plug, not affecting electrical performance, and the cord was still functional.